Manufacturer narrative:
Findings: the unit did not have a battery installed when received. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test. Unit uploaded properly using carelink pro. Unit had intermittent button response on the esc, act, up arrow button and down arrow button. Unable to determine root cause of the intermittent button response due to pump preservation. Unit had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to quadruple bypass surgery. The cause of death was unknown. The caller stated that the customer had kidney issues, heart disease, and some infection that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by over 2 days prior to passing. The caller was unsure if the customer was using sensors. The caller agreed to return the insulin pump for analysis. Failure analysis found that the pump had intermittent button response on the esc, act, up arrow button and down arrow buttons.

Manufacturer narrative:
The device did not have a battery installed when received. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and delivery accuracy test. Device uploaded properly using care link pro. Device had intermittent button response on the esc, act, up arrow button and down arrow button. Unable to determine root cause of the intermittent button response due to pump preservation. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. Data analysis: there is no data available due to the unit did not have a battery installed when received. Pending keypad inspection. Device had intermittent button response on the esc, act, up arrow button and down arrow button due to flattened dome switch (no crease). During visual inspection, the keypad connector on the lcd was found locked properly.